Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/not provided. Date of event: unknown, not provided. If implanted, give date: information unknown/not provided. If explanted, give date: not applicable as the device remains implanted. Initial reporter phone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tip of the cartridge of a dcb00v intraocular lens (iol) had a crack-like line just before the lens was implanted in a cataract surgery. The issue was noticed before setting, right after the product was opened. The iol had been implanted without a change because the iol itself did not have any problem. There was no patient injury reported. It was indicated that the lens will not be returned as it remains implanted. No further information was provided.

Manufacturer narrative:
Corrected data: in review, it was noted that the patient's race and ethnicity was inadvertently not entered in the initial MDR report; therefore, the information has been captured in this supplemental MDR report and the following fields were updated accordingly: section a5: ethnicity: not hispanic/latino. Section a5: race: asian. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: nov 8, 2021. Section d9: returned to manufacturer: yes. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint simplicity was received in a bag for evaluation. Visual inspection under magnification revealed viscoelastic residue inside the cartridge. Further inspection revealed a cartridge crack and cartridge tip crack/damage. The complaint issue was confirmed; however, based on the fact that the cartridge was used after the cracks were noticed, against the directions for use (dfu), the complaint issue could not be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.